Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the patient's implant procedure the physician found the pacemaker port lacked a set screw. Another device was used and the patient was stable.

Manufacturer narrative:
The reported complaint of pacemaker lacked a screw before the surgery was not confirmed. Analysis found this device was not a new implant, but had been implanted for 5.2 years and the device did not lack a setscrew. The device was found with extensive damage from the user of the torque wrench. The multiple incorrect wrench insertions damaged the setscrew and filled the setscrew inset with punch-outs from the septum. The metal ring was dislodged from the bottom of the septum by the user and was interfering with the wrench insertion into the setscrew. This damage made the setscrew difficult to engage and tighten. All damage was caused by the user of the wrench. Electrical testing was performed on the device. The device had normal device characteristics.

Event description:
New information received on (B)(6) 2018 indicating that the patient experienced skin itching at the pocket and presented. It was suspected that the patient had developed infection. The patient presented on (B)(6) 2018 and the system was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to correct the serial number.

Event description:
New information received on (B)(6) 2018 indicating that the pulse generator was explanted. The right ventricular lead was capped and replaced. The right atrial lead remained in use.